Manufacturer narrative:
Investigation is ongoing. Thv/tvt registry.

Event description:
As reported by the field clinical specialist, this was a tf tavr valve-in-valve procedure for a 23mm sapien 3 ultra valve in a failing aortic surgical valve. The plan was to fracture the edwards surgical valve with a prior to implanting the tavr. A non-edwards balloon valvuloplasty catheter (bav) was inserted in an edwards 14fr esheath and during inflation the balloon ruptured circumferentially.  The non-edwards bav could not be withdrawn into the esheath after the rupture. The bav "wadded up" in the iliac and could not be withdrawn through the esheath. A surgical cutdown was performed. Visual inspection of the esheath did no note anything out of the ordinary with the esheath. The esheath will not be returned to edwards for evaluation.  As reported, the non-edwards bav did not come into the sheath more than a couple of millimeters. It wasn¿t so much withdrawal difficulty as the bav was too big to enter the esheath.

Manufacturer narrative:
This supplemental MDR is being submitted for correction of the concomitant medical product (d11).  C.r. Bard true dilatation balloon valvuloplasty catheter 11f 20mm x 4.5cm x110cm; model no. 0204511; manufacturer lot#: gfex1208.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no photo provided. During manufacturing of the edwards esheath the device is visually inspected multiple times and the sheath shaft components are 100% visually inspected. The esheath tips are visually inspected for defects. The esheath tips are inspected for scoring, protruding material and defects. The esheath final assemblies are 100% visually inspected by both manufacturing and quality for distal tip inner diameter (ID) and tip length. In addition, the tips interface is inspected for defects such as protruding material, excess material, ID scratches, tear on tip and missing c-marker. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The device history record (DHR) or lot history was unable to be reviewed as the work order number was not provided. The esheath IFU, prepping manual and training manual were reviewed for guidance/instruction involving the esheath usage. Of note, a non-edwards balloon catheter was used during the procedure. The following information pertains to edwards devices but may be applicable to the device used. The training manual provide the following guidance: if the bav balloon burst or leaks during deployment do not use excessive force, take care when removing the balloon through the tip of the sheath, maintain guidewire position and if re-dilation is needed, use a new balloon. If a balloon burst is suspected do not attempt to pull back the delivery system into the sheath until an attempt to visualize location of the tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off o if successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU or training deficiencies were identified. The risk management file captures risks for edwards device interactions (i.e. Edwards bav with the edwards esheath). This case utilized a non-edwards bav interacting with the edwards esheath. Off label cases are monitored on an annual basis in the post market surveillance and risk management review process. The review of the risk management file is complete, and no further action is required at this time. The complaint was unable to be confirmed. As the device was not returned for evaluation, additional visual, dimensional, or functional testing could not be performed, and therefore a presence of manufacturing non-conformance could not be determined. However, a review of lot history, DHR and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the non-edwards bav would not come back into the esheath after the rupture.¿ it is possible that the profile of the non-edwards bav balloon may have been significantly altered due to being ruptured. The altered profile of the balloon may have been caught at the sheath tip when attempting to remove the bav catheter, further contributing to the resistance experienced. Additionally, the interactions (insertion and withdrawal) between a non-edwards bav and the esheath is unknown. In this case, although a conclusive root cause is unable to be determined at this time, available information suggests that procedural factors (non-edwards device/balloon burst) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions, nor product risk assessment is required at this time.